Manufacturer narrative:
Insulin pump was received with missing retainer. Analysis was unable to perform displacement test due to missing retainer. Insulin pump was received with missing reservoir tube o-ring, partially broken off reservoir tube lip, scratched casing, minor scratches on lcd window, pillowing keypad overlay, damaged keypad overlay texture, faded serial number label and peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had physical damage. Customer's blood glucose was unknown at the time of the incident. It was reported that there was a crack seen on the o-ring. It was reported that the insulin pump was not dropped and the customer did not know how the damage happened. The insulin pump was returned for analysis.